Event description:
A doctor called to reported that the customer was hospitalized for dka. Troubleshooting was performed. It was indicated that the pump was in suspend mode. After clearing the suspend, the pump displayed the correct time. The self-test passed and lead screw rotated accurately. There was no reservoir or tubing in the pump to complete the high-pressure test. The customer called back and indicated that even though they are on regular insulin injections, their health care team wants them back on the pump. A replacement pump was requested.